Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that as soon as she inserted the reservoir to fill the tubing, the insulin pump alarmed no delivery. Customer's blood glucose level was 420 mg/dl. She had not treated her high blood glucose level. One time the insulin turned into gel. While troubleshooting, the insulin pump did not alarm no delivery and insulin exited. The device was not returned.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.